Manufacturer narrative:
One cadd ms3 pump was received in good physical condition. There was no evidence of the reported issue in the event history log. Functional testing and visual inspection were conducted. The reported issue was able to be confirmed. The device was found to have lost programming due to its inability to hold all programming after 2 days without power from the battery. It was found to be a battery issue. Therefore, the aaa battery must be replaced as soon as possible after the pump gives a low battery notification. The issue was user induced.

Event description:
Information was received indicating that a smiths medical cadd ms3 pump lost programming. There was no patient injury and no patient involvement.